Event description:
It was reported that the notch broke off the device. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The notch on the insertion handle was broken. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that the handle was not tightened accordingly. As a result extreme torsional forces were applied onto the notch which finally caused the breakage. Hence, this device failure is related to the conditions of use and the operational context contributed to this event.